Event description:
It was further reported that the balloon was inflated one time to 15 atms prior to deflation difficulties.

Event description:
It was reported that deuring the pta treatment procedure, difficulty was encountered deflating the talon balloon dilatation catheter. The device was advanced to the 80% stenotic lesion in the subclavian vein. Following inflation the balloon could not be deflated. The balloon remained inflated in the vessel for approximately 20 minutes. A percutaneous intervention was performed and the device was successfully removed. Additional info has been requested.